Manufacturer narrative:
Correction: the catalog number has been provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that the as lvp bld200m 20d dehp smbore caused the air-in-line alarm to go off while using the tubing, but no evidence of air in the line was found. D.1. Medical device brand name: as lvp bld200m 20d dehp smbore d.2. Medical device catalog#: 2278-0500 d.3. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. (Tijuana, mexico) d.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: sistemas medicos alaris, s.a. De c.v. (Tijuana, mexico) g.5. PMA / 510(k)#: k944320.

Event description:
It was reported that the as lvp bld200m 20d dehp smbore caused the air-in-line alarm to go off while using the tubing, but no evidence of air in the line was found. The following information was provided by the initial reporter: "rn attempted to administer platelets via the alaris pump using appropriate blood tubing. Pump continuously alarmed "air in line". No evidence of air in line. Multiple channels were used and the pump continued to alarm. Absolutely no air in line was observed and the alarm could not be corrected. Rn resulted in having to run platelets via gravity as unable per hospital policy to unspike bag and trouble shoot tubing issue."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-08 h6: investigation summary 1 sample was returned by the customer. It was reported that the pump continuously alarmed air in line. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the pump dchu-0008 and pump module dchu-0015 at 125 ml/hr with a vtbi of 125 ml. No air was noticed in the line throughout the infusion. No alarms occurred throughout the infusion. The failure was unable to be replicated. The customer complaint could not be verified. A device history record review could not be performed on model 2278-0500 because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated. See h10.

Event description:
It was reported that the as lvp bld200m 20d dehp smbore caused the air-in-line alarm to go off while using the tubing, but no evidence of air in the line was found. The following information was provided by the initial reporter: "rn attempted to administer platelets via the alaris pump using appropriate blood tubing. Pump continuously alarmed "air in line". No evidence of air in line. Multiple channels were used and the pump continued to alarm. Absolutely no air in line was observed and the alarm could not be corrected. Rn resulted in having to run platelets via gravity as unable per hospital policy to unspike bag and trouble shoot tubing issue."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd alaris¿ pump caused the air-in-line alarm to go off while using the tubing, but no evidence of air in the line was found. The following information was provided by the initial reporter: "rn attempted to administer platelets via the alaris pump using appropriate blood tubing. Pump continuously alarmed "air in line". No evidence of air in line. Multiple channels were used and the pump continued to alarm. Absolutely no air in line was observed and the alarm could not be corrected. Rn resulted in having to run platelets via gravity as unable per hospital policy to unspike bag and trouble shoot tubing issue."